Event description:
It was reported that a malfunction alarm occurred after the pump fell off the counter. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.